Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken fill channel and wear abrasion. A leak test and microscopic analysis were performed which identified a crack opening and broken sharp. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp broken on fill channel due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.